Event description:
A us distributor reported that the patient was in the bathroom and the patient's monitor fell off the counter and caused the patient to fall. As she fell the patient hit her head on the counter, causing a "knot" on the patient's head. The patient did not seek any medical attention. During a follow-up the patient reported that she was feeling a little better. There was no device malfunction contributing to the patient's fall and injury.